Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would intermittently not power up. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing including bench handling, impedance testing, and defibrillation testing without duplicating the report. A review of the device log indicated the device had a low battery installed when the user first attempted to power on. Per design the device will constantly beep due to a drained battery when the power button is pressed and will advise the user to replace the battery. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.